Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. The physician completed transeptal puncture using only intracardiac echocardiography (ice), then the blood pressure dropped. An effusion was noticed and the patient was taken to surgery as the drain was unable to control the situation. Open chest surgery was performed, but a hole in the left atrial appendage was noticed and the patient did not make it.